Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty deploying the clip. The reported slda appears to be due to the troubleshooting maneuvers of the difficult to deploy in conjunction with not enough posterior leaflet for an adequate grasp. The reported unchanged mr appear to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment were results of case specific circumstance as no additional intervention was performed. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one fluoroscopic video was provided in which three fully deployed clips can be visualized; there is no cds or sgc in view indicating the video was taken post deployment and removal of the third cds (reported device). In the video, the top clip demonstrates notable and significant movement such that the tip of the clip moves in a side-to-side manner (spanning ~180°) typically associated with an slda event, while the middle clip and bottom clip remain stable with minimal motion observed. As such, the top clip is presumably the third implanted clip reported for difficult / delayed deployment and subsequent slda. Based on the video provided, the reported slda can be confirmed. However, the video was taken post deployment of the third clip and does not capture deployment or deployment troubleshooting maneuvers; as such, no assessment or comment regarding the reported difficult / delayed deployment can be made. There are no other observations based on the video provided.¿

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a restricted posterior leaflet, an anterior prolapse, and a flail. Two clips were inserted and successfully implanted. To further reduce mr, a third ntw clip was inserted and placed on the mitral valve. While attempting to deploy, it was observed the clip did not detach from the mandrel. Troubleshooting was performed, and the clip was able to be deployed. However, after the clip was released, it was noticed it had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.